Event description:
It was later reported that moderate narrowing of the outflow graft was identified on (B)(6) 2025 via chest x-ray.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had outflow graft stenting performed on (B)(6) 2025. No log files were available from the time of the event. There were no changes to patient condition or anticoagulation status that may have contributed to the outflow graft obstruction. There were no changes to pump parameters. A right heart catheterization (rhc) was performed. The patient underwent a successful stenting procedure on the heartmate ii left ventricular assist device (lvad) outflow graft with three stents with excellent angiographic results. They also had an echocardiogram, which showed that the left ventricle had severe dilation and a severely decreased left ventricular ejection fraction (lvef). The estimated lvef was 20% upon visual assessment. The inflow cannula was noted in the left ventricular apex. They had a normal right ventricular size and probably normal right ventricular function. They had mild aortic regurgitation. Other valvular abnormalities were not adequately evaluated in the limited study. No computed tomography (CT) images were available. Findings from the CT scans included cardiomegaly with the lvad, marked asymmetric narrowing of the outflow graft, possibly secondary to biodebris accumulation in the layers of the outflow graft. There was moderate narrowing in 2019, however this had substantially worsened. There was non-enhancing material surrounding the outflow graft, which had increased since 2019, and may have reflected fluid accumulation. There was also a heterogeneously enhancing mass in the aortopulmonary window, which had slowly increased in size since 2019. This may have reflected paraganglioma. The patient also had tracheobronchial secretions and basal predominant branching nodularity, compatible with airways disease. The patient did not exhibit any symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were submitted for review and no product is available for evaluation. Further, a specific cause for the reported outflow graft obstruction could be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic regurgitation, left ventricular dilatation, cardiomegaly, and decreased left ventricular ejection fraction could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had outflow graft stenting performed in (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were submitted for review and no product is available for evaluation. Further, a specific cause for the reported outflow graft obstruction could be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic regurgitation, left ventricular dilatation, cardiomegaly, and decreased left ventricular ejection fraction could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.